Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor overinfused. The pump was filled with 5400mg 5fu with 61ml sodium chloride. The medication was delivered in 22 hours instead of 46 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture date: january 21, 2016 ¿ january 22, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow testing was performed and passed successfully with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.